Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss, subsequent to sustaining a trauma to the implant site. It is unknown if there are plans to reimplant the patient as of the date of this report (B)(6) 2018.